Manufacturer narrative:
On april 29, 2024, mentor received the following additional information. The surgeon reported the implants were removed and discarded on (B)(6) 2023. The date of explantation was reverted to (B)(6) 2023. The complaint device has been discarded. On may 12, 2024, mentor received the operative report which confirmed the date of explantation of (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 22, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. On june 07, 2024, mentor became aware that information was inadvertently omitted from the third supplemental report. Corrected data: in the third supplemental, h6 type of investigation should have included code device discarded (b18) as the device was reported to have been discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 05, 2024, mentor received the following additional information. The patient's date of birth was provided and the appropriate field has been populated. An updated date of explantation was provided as (B)(6) 2023. The complaint device has been retained by the customer.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old female patient underwent a primary breast augmentation surgery with implantation of a 455cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported that she was diagnosed with bilateral capsular contracture of the breasts by a medical professional. The baker grade ratings were not provided. As a result, the patient underwent bilateral removal without replacements on (B)(6) 2023. During the removal surgery, a ruptured breast implant was discovered. There were no reported procedural delays or patient consequences due to the rupture. However, the affected side was not provided. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-08294 for the contralateral event.

Manufacturer narrative:
On february 01, 2024, mentor received the following additional information. An updated date of event was provided as march 08, 2019. The patient was diagnosed with baker grade iii and ii of the left and right breast, respectively. On february 07, 2024, mentor was notified that the ruptured breast implant occurred on the left side. As this report is for the right side, rupture is no longer applicable. Manufacturer¿s reference number: (B)(4).